Manufacturer narrative:
Additional information provided noted that a replacement of this right ventricular lead took place. A new lead was inserted with satisfactory measurements. This lead will not be returned.

Event description:
Boston scientific received information that the patient had presented to the hospital feeling unwell. It was noted that this right ventricular safety switch had been triggered due to an impedance issue, and thus the lead was now in a unipolar configuration to sense and pace. Noise was seen on the right ventricular channel, while it was not possible to obtain pacing thresholds. It was suspected this right ventricular lead had insulation damage due to the reported clinical observations, although this was not confirmed. The patient had an underlying sinus bradycardia. A lead replacement as well as a chest x-ray will be scheduled. No adverse patient effects were reported.